Event description:
It was reported that a patient notification was received due to high, out of range, high voltage lead impedance. The high impedance remained for 6 months, then returned to normal range. The patient will be monitored and further testing was recommended.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received notes that the lead was explanted and replaced. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly was found.